Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic-assisted distal gastrectomy, after the first 3 successful firing of the device they tried to fired it for the fourth time, they checked the jaws opening and closing, and when the surgeon squeeze the handle and clamp the jaws on the tissue, he tried to push the green button, however it was sank into the instrument, thus could not push it. He opened the jaws and released the tissue, the device did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with another device. They considered the handle was not defective ,as the 1st to the third and the 5th firings were successful. The status of the patient was no problem.